Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through settings to address the event.